Event description:
It was reported that tandem mobi pump generated cartridge alarm and customer changed infusion set and cartridge before calling for support. There was no adverse impact to the customer¿s blood glucose level. Customer support confirmed alarm, instructed caller to remove cartridge and deliver 9-unit bolus, and caller successfully completed bolus, reloaded original cartridge, and resumed insulin therapy, and support arranged shipment of replacement infusion set and cartridge to maintain customer satisfaction.